Event description:
Reporter indicated that patient was admitted to hospital for increased seizures in 2001. Patient was seen for a follow up visit 10 days later after being released from the hospital. At the follow up visit, interrogation of the generator resulted in "s/n corrupt" error message. Patient was reprogrammed to minimal settings. The last time the patient was seen was 7/2001. The vns was not interrogated at that visit, but the physician's notes indicated that the patient was doing well at that time. In 8/2000, the output current was increased to 3.25ma and physician noted that the patient was on rapid cycle parameters. Further investigation revealed that at 09/2001 office visit, "s/n" corrupt" error message was again obtained upon interrogation of the generator. Physician re-entered the s/n and ran a lead test. The dc-dc code was 3 and the eri (elective replacement indicator) flag was "yes". Physician plans to replace the generator.